Event description:
It was reported that the device was not sealed properly.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. It was further reported the product was not used. An investigation was performed with a corrective/preventive action to address the sealing issues. No additional details have been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(4).